Manufacturer narrative:
October 02, 2015 09:22 am (gmt-4:00) added by (B)(6): further information about the event has been sought. A supplemental medwatch report will be submitted when the investigation is completed.

Event description:
It was reported that the ventilator generated a technical error code indicating a failure of the control printed circuit board. There was no patient involvement. (B)(4).

Manufacturer narrative:
The investigation of the complaint has been completed. It is based on an evaluation of received device logs and an investigation of the returned control pc board. Evaluation of received device logs confirm several occasions of the reported technical error codes on the date of event. Laboratory tests did not reproduce the error codes. Simulated use testing of the returned control pc board in a reference ventilator for 6 days was successful and 8 interspersed pre-use checks also succeeded. The returned control pc board had visible traces of deposits/corrosion on the pc board. Together with moisture this may have caused temporary short circuits on the pc board. If the control pc board error occurs during startup, both audible and visible high priority alarms will be generated and ventilation cannot be started. If the underlying defect appears during ventilation, ventilation will stop and the technical error will be notified to the user by a generated high priority alarm and the corresponding technical error code. If an expiratory flow meter error occurs, the expiratory flow measuring is affected but this will not affecting on-going ventilation. The conclusion in this matter is that corrosion on the pc board together with moisture caused the reported issue, but this could not be reproduced in tests.

Event description:
(B)(4).